Event description:
It was reported that an ilet pump did not power on after charging, displayed "charge ilet now low battery, therapy has stopped," and failed to respond to the sleep/wake button; troubleshooting identified a charging problem associated with the battery charger, and the user temporarily reverted to mdi to correct blood glucose. Investigation of this case revealed a power source problem consistent with a charging malfunction traced to the battery charger component. Symptoms included feeling dizzy and weak. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.